Manufacturer narrative:
(B)(4).

Event description:
The left side was reported to not respond to any settings during reactiv8 system activation. There was no report of patient harm or injury due to the event. An x-ray showed that the left lead had migrated. As a result, the patient underwent a surgical procedure to replace the left lead to address the issue. Unrelated to the problem, the implanting physician decided to also replace the right lead due to sub-optimal placement at the initial implant. Two new leads were implanted without complication.

Manufacturer narrative:
Mml#: (B)(4). Other device explanted: model: 8145, description: implantable stimulation lead, serial number: (B)(6), UDI #: (B)(4). The lead assemblies were returned and evaluated. Both leads passed the standard functional testing and operated within the manufacturing specifications. Fluoroscopic images were reviewed, confirming that the dislocation of the leads was due to improper surgical technique. Following the lead revision, the reactiv8 system was activated via programming the reactiv8 ipg to allow the patient to initiate bilateral stimulation (when initiated by the patient).

Event description:
The left side was reported to not respond to any settings during reactiv8 system activation. There was no report of patient harm or injury due to the event. An x-ray showed that the left lead had migrated. As a result, the patient underwent a surgical procedure to replace the left lead to address the issue. Unrelated to the problem, the implanting physician decided to also replace the right lead due to sub-optimal placement at the initial implant. Two new leads were implanted without complication.